Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014 at 7:30am. The patient reported obtaining blood glucose readings of ¿123 mg/dl and 177 mg/dl¿with the subject meter, taken more than 20 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. The patient manages her diabetes with oral medication (metformin 500mg twice a day at breakfast and supper) and insulin (novolog 6 units before breakfast, 5 units before lunch and 7 units before supper; levemir 20 units before bed). In response to the alleged inaccurate readings, the patient reported administering a higher dose of novolog insulin (unknown dose) at 7:30am. The patient stated that 2 hours after the alleged inaccuracy issue began she developed symptoms of ¿perspiration and cold sweats.¿ it is not known, what medical treatment, if any, the patient received in response to the onset of reported symptoms. The patient claimed no other blood glucose tests were performed on any other device. During troubleshooting, the csr confirmed that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (01/31/2015). The patient¿s meter has been returned on 1/15/2015 and evaluated by lifescan product analysis on 1/19/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.